Event description:
It was reported the pt underwent aortic valve replacement surgery on (B) (6) 1994. In 2010, the pt had an acute shift in inr from 12 down to 1.5. According to the hospital's pathology report, the valve was explanted on (B) (6) 2010 due to aortic regurgitation, minimal chronic inflammation and areas of degenerative changes including calcification. The physician had no complaint with the valve. Add'l info has been requested.